Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the customer was hospitalized due to high blood glucose on (B)(6) 2016 with a blood glucose of 600 mg/dl. The customer was wearing the insulin pump during the hospitalization. The customer was treated for 23 days and then released. The insulin pump will not be returned for analysis.